Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI scan (specific date not reported). The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.